Event description:
User experienced discrepant probnp results for two patient samples. Sample 1: initial result gave <5.00 pg/ml. In 2008, the same sample was repeated twice giving 8823 and 8572 pg/ml. Two days prior, a second sample was obtained giving 20.79 pg/ml and repeated the day after the original date, giving 13262 pg/ml. Two additional samples were obtained the day prior to original date, resulting at 13605 and 12862 respectively. Initial result reported for sample 1 only. Pt not adversely affected. The field service representative determined the cause to be due to 13 x 100 mm sample tubes being run in grey racks with no adaptors and the customer installed adaptors on all racks for 13 mm sample tubes. Use of adapters is recommended in product labeling. He also checked and adjusted the sampling mechanisms to insure proper sample. Performance tests were performed and within specification.

Event description:
User experienced discrepant probnp results for two patient samples. Sample 2: initial result gave 11.99 pg/ml, sample repeated three times resulting in 14536, 14462 and 14324 pg/ml respectively. Initial result reported for sample 1 only. Pt not adversely affected. The field service representative determined the cause to be due to 13 x 100 mm sample tubes being run in grey racks with no adaptors and the customer installed adaptors on all racks for 13 mm sample tubes. Use of adapters is recommended in product labeling. He also checked and adjusted the sampling mechanisms to insure proper sample. Performance tests were performed and within specification.